Event description:
The manufacturer received information alleging a ventilator failed a step during testing. There was no harm or injury reported. The ventilator was returned to the manufacturer's service center for evaluation and the customer's complaint was confirmed. The device's tubing was found to be disconnected. The tubing was reconnected to address the issue. During evaluation, a "service required" code was found in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue.